Event description:
During an in-clinic follow-up, crosstalk oversensing was observed on the device. Technical services was contacted and provided reprogramming recommendations. The device was then explanted and replaced due to an unrelated procedure for normal battery depletion. The new device was then reprogrammed to resolve the event. The patient is stable.